Event description:
Customer reported that the insulin pump lost power with no alarms to indicate that the battery was low. Customer also reported programming boluses, then receiving missed bolus alarms. Customer reported having blood glucose levels as high as 400 mg/dl due to the insulin pump not delivering insulin properly. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.